Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in its original packaging jar submerged in red cloudy unknown solution. The valve appeared discolored showing evidence of blood contact. Discoloration and coagulated blood on the valve show evidence of blood contact. In its received state, leaflet 1 was partially closed while leaflets 2 and 3 where in a closed position with a gap between their respective free margins. All leaflets were flexible and intact; no tears or damages were observed on the valve. Remnants of coagulated blood were found on the outflow margin of attachment of all leaflets, more predominant on leaflet 1. All commissures were intact. Coagulated blood residue was found on the interior and exterior sides of the fabric. No tears or damages were noted on the fabric or loops. Design lab technician, a harmony valve inspection subject matter expert, evaluated the returned device for apex-to-apex misalignment. Two apex misalignments were identified between struts 5-6 adjacent to leaflet 3. Image review: videos and images of the procedure were provided for review. A fluoroscopic image of uncovered, but not deployed harmony tpv 25 valve was provided in ¿ap¿ view. Distally, the patient¿s right of the valve appears to be constrained and opened fully. The patient¿s left side could possibly be infolded or fully opened to the left, secondarily to the right side constrained. Rows 3-6 appeared to be all pushed distally together with valve housing kinking at row ¾ in the middle on the patient¿s left. All rows were pushed together distally. Rows 1 and 2 are not fully opened anterior and posteriorly. Kinking was noted mid-valve frame housing (rows 3 and 4) anteriorly and posteriorly. Row 6 was not fully deployed and released from the loading coil. Post procedure (second successful attempt) ¿ ¿ap¿ view fully deployed valve with the wire and distal tip deployed distally. The valve appeared to be fully deployed and in good position. Right ventricle (rv) angiogram shows good valve function and there is paravalvular leak (pvl) visible. The harmony valve size 25 mm initially was uncovered and determined the appearance not optimal for good valve function. The valve was bailed out and a new valve deployed in good position with good valve function. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two still images and a video file were provided for review. The images confirmed that the appearance of the valve was not optimal for good valve function. Valve bailed out and a new valve deployed in good position with good valve function and no paravalvular leak (pvl) noted. Updated: h6 the investigation for the valve remains in progress. Fdr and fdc codes will be updated upon completion of the valve investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was submitted in error. There is no evidence of a device reportable malfunction, serious injury or death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: h armony-dcs, serial/lot #: (B)(6), ubd: (B)(6) 2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, the valve folded back from too much forward tension on the delivery catheter system (dcs). Per the physician, the outcome would have been poor if the valve was deployed and so the valve was recaptured and replaced. No adverse patient effects were reported.